Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access intervention therapy was performed. The target lesion was located in a shunt vessel. An 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, the non-bsc guidewire became stuck inside the device. The balloon catheter and the guidewire were removed together as a unit. The procedure was completed with another sterling balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the sterling balloon catheter with no other devices. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. There are numerous shaft kinks. Functional testing was completed using a thruway .018 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and could not advance due to the shaft kinks. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access intervention therapy was performed. The target lesion was located in a shunt vessel. An 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, the non-bsc guidewire became stuck inside the device. The balloon catheter and the guidewire were removed together as a unit. The procedure was completed with another sterling balloon catheter. No patient complications nor injuries were reported.